Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. The patient managed his diabetes with oral medication and diet/exercise. On (B)(6) 2014 the patient went to the emergency room, where his blood glucose level was tested to be 700 mg/dl and he was diagnosed with a stomach infection. The patient was treated with insulin. Troubleshooting revealed the patient¿s test strips were correct and the meter¿s battery had been replaced. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after not being able to test his blood glucose level due to the meter power issue, and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.